Event description:
It was reported that submitted log files captured power_cable_disconnect / low_power_hazard alarms on (B)(6) 2025. These alarms appear to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events seen within the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical power cable disconnect/low voltage hazard alarm was confirmed via the provided log file. The log file captured these atypical alarms on (B)(6) 2025 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased. The alarms resolved within a few seconds when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage/power cable disconnect alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/power cable disconnect/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.